Event description:
Dexcom g7 cgm became unstable with dat drop out (not due to signal loss), critical low alarms with normal finger stick, inaccurate readings more than 20% off and early failure before 10 days.